Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report on a patient that had been admitted to the emergency room after their refill appointment. Reporter stated that the patient came in for a refill on and no changes were made to their medication or dosage at this time. When the patient returned home, they began feeling "nauseated and ill" and called an ambulance to take them to the ER, where they were treated with narcan. When reporter called, nurses from aultman pain management were on their way to the ER to turn this patient's pump off. Technical solutions advised that the pump could be turned off by draining the pump or programming a 0 mg/day flow rate. It was later confirmed that the patient's pump was turned off. The physician covering this issue alleged that there were no errors made during the refill procedure that could have caused a pocket fill. They believe the incident to be related to a pump malfunction. The physician reported that a similar incident occurred with this patient about three years ago when the patient experienced overdose-like symptoms after a refill, but no additional details were able to be provided about this incident. The patient's pump was later explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. During the analysis no leaking of the fluid was observed on the exterior of the pump. No issue was found with this pump. The unit primed and flowed as expected. Root cause of the alleged issue could not be determined. Internal complaint number: complaint-(B)(4).